Manufacturer narrative:
Analysis of programming and device diagnostic history performed.

Event description:
On (B)(4) 2012, while reviewing the manufacturer's programming history, it was observed that programming anomalies occurred on (B)(6) 2008 and (B)(6) 2009. Both the events occurred using the same handheld device by the same physician. On (B)(6) 2008, diagnostic data confirmed that a lead test was interrupted which inadvertently changed the patient's settings to lead test parameters and no interrogation was followed. This was corrected on (B)(6) 2009; however a similar event reoccurred on the same day and was corrected on (B)(6) 2009. There were no reports of any patient adverse events as a result of the settings not being as intended.